Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The incident device was received as an unauthorized return. Customer contact information was not provided. Initial evaluation of the dissector found the waveguide was broken off. The broken piece was returned with the dissector.